Event description:
On approximately february 7, 2000 an employee at hosp received a needlestick while working with a 5 quart sharps-a-gator. Kendall's quality assurence dept was notified of this event on march 1, 2000.